Event description:
The customer reported that while using autobipolar on the forcetriad, the energy output would not stop when the surgeon removed the device form tissue. There was no injury to the pt.

Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.